Event description:
It was reported that during a gyn and adhesion removal procedure while the device was being used to remove adhesions the blade tip fell off and fell into the patient. The generator had given a double tone, but did not trigger the generator. The blade tip was retrieved through the trocar with a 5mm grasper. Upon investigation, the issue there was torching when the surgeon was placing the device over the tissue and may have touched a metal grasper. Another device was used to complete the case with no patient consequence. Additional information requested, but not yet received.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.